Event description:
One year post-paroxysmal atrial fibrillation procedure, stenosis of left inferior pulmonary vein (lipv) was diagnosed. The patient underwent a paroxysmal atrial fibrillation procedure on (B)(6) 2023 which included ablation of the cavo-tricuspid isthmus (cti) and pulmonary vein (pv). One year later, the patient presented with pulmonary symptoms and was seen by a pulmonologist. A scan was performed both pre- and post-procedure and stenosis of lipv was confirmed. A stent placement procedure is planned to treat the stenosis.

Manufacturer narrative:
Additional information: d4, d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event and the cause remains unknown.